Manufacturer narrative:
The getinge fse evaluated the iabp unit and was able to duplicate the customer's reported issue. The fse resolved the reported issue by reconnecting the connections of the power supply. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during installation by a getinge trained field service engineer (fse), the new cs300 intra-aortic balloon pump (iabp) was not working. When the iabp unit was switched on, a continuous beep alarm was generated with no display and the timer was blank. Since the event occurred during installation, there was no patient involvement, and no adverse event was reported.

Event description:
It was reported that during installation by a getinge trained field service engineer (fse), the new cs300 intra-aortic balloon pump (iabp) was not working. When the iabp unit was switched on, a continuous beep alarm was generated with no display and the timer was blank. Since the event occurred during installation, there was no patient involvement, and no adverse event was reported.